Manufacturer narrative:
(B)(4) .

Event description:
It was reported there was low lead impedance and a alert with possible output circuit damage. The patient had vts that were not terminated by therapies since the device was reporting possible output circuit damage. The lead was capped and replaced. The patient was stable.